Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the following reportable malfunctions were identified during the device evaluation: plastic distal end cover has a burn. A definitive root cause for the could not be identified. Based on the results of the investigation and although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.